Event description:
A site's certified surgical technologist reported that during a spine lumber fusion case the surgeon alleged an inaccuracy. The surgeon was using the site's stealthstation i7 in conjunction with the site's 0-arm. The surgeon was using a percutaneous pin reference frame and navigation was accurate for the first couple of minutes of the case. The surgeon was navigating with a pak needle at l5 when the navigation screen on the stealthstation jumped to s2. The reference frame was not touched and had not moved. Surgery continued and was completed as planned. There was no impact to the pt outcome.

Manufacturer narrative:
Archive files were received by the manufacturer on (B)(4) 2012 for eval. There was insufficient info provided to determine root cause. No further eval can be done.